Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon eval, the trunk cable connector was missing. The cause of the inability to complete testing is the missing connector. The root cause of the missing connector is physical abuse. No adverse event resulted from the missing connector.